Event description:
Pt admitted for nonunion malfunction fx monteggia type proximal forearm left elbow and failed internal fixation. Pt underwent surgery in 2001 and was noted, by surgeon, had no healing of fx. Pt complained of painful internal device. Three months later pt underwent orif with bone grafting. Pt had removal of broken lienback screw and broken 20 gauge wire used for tension band, figure of eight.